Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the device history records showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No product sample was received; therefore, visual and functional testing could not be performed. The investigation of this complaint was done based on photo. From pictures received it is observed that the sample sleeve was broken. The most probable cause is that the damage was caused after the product left the facility. The root cause was unable to be determined. No corrective actions are required since its unlikely that sleeve broke during the manufacturing process.

Event description:
It was reported that the product was defective. No patient injury was reported.